Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited a failure to capture. It was noticed that the lead was programmed off a long time ago and now the lead has been capped on (B)(6) 2023. The patient was in stable condition.